Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B) (4)

Event description:
It was further reported by the patient that "itchy red patches" developed on his arms, thighs and abdomen approximately one to one and a half years after stent implantation. The patch areas on his arms are approximately five inches above and three inches below the elbow and are "blood red and raw'. It was noted that the patches itch all the time, especially at night and the patient has been unable to sleep. The patient stated that the itching has grown progressively worse.

Event description:
It was reported by the pt that post a coronary drug eluting stenting treatment procedure, an allergic reaction occurred. A taxus express2 stent was implanted in an unspecified vessel, and two years after the procedure, the pt began to experience "intense itching". The pt states he has been treated for psoriasis, and has had skin biopsies, but the condition continues.